Event description:
An endurant stent graft system was attempted for use for treatment of an abdominal aortic aneurysm. It was reported that there were no abnormalities noted in the inspection before using. During the surgery, the length of lesion was 9 cm in length, the physician attempted to treat the lesion by inserting an 16x16x95. After the stent reached the lesion, the physician found the length of the stent was not enough for the lesion, if he implanted the stent graft, it would have led to an endoleak. The physician removed the device and changed to a 16x16x120 to complete the surgery. The physician thinks that the physical length of stent does not match the length of the instruction. No clinical sequelae were reported. A review of several returned still angiogram images at implant. The bifurcate was brought up the right side and deployed down to the gate. The contra limb was brought up the left side and positioned up to the flow divider markers. The distal markers appeared to be well short of the left iliac bifurcation. No scale was available therefore length measurements could not be made. The limb was straight in 2d. The contra limb was never deployed, and films showing implant of the 120mm length contra limb were not provided. The cause of the shorter than expected stent graft length could not be determined from the images provided. Evaluation summary: the device has been returned for evaluation. A DHR review of the stent graft loading sheet for this unit confirmed that the stent graft length for this unit measured 92mm prior to the stent graft being loaded. Upon inspection of the returned device, the stent graft measured 89mm when it was still loaded within the delivery system. The stent graft was deployed and the graft measured 90mm (fabric to fabric) which is within the manufacturing specifications. The event could not be confirmed; as the stent graft length measured 90mm, which is within manufacturing specifications.

Manufacturer narrative:
(B)(4).